Manufacturer narrative:
Exhalation flow sensor.

Event description:
The MFR's sales rep reported the ventilator went vent inop and alarmed while being prepped for demonstration. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech confirmed the reported problem due to a flow sensor failure. The service tech replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was completed on the ventilator, and all tests passed per operating specifications.